Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed and analysis revealed normal depletion that meets 80% of expected longevity. Performance data received from the device was analyzed and revealed that the time of eri was on (B)(6) 2012, with eri <=2.64 volts. The weekly battery trend data showed the min battery voltage = 2.64v to 2.62v between (B)(6) 2012. There was 1 - patient alert for low bv on (B)(6) 2012.